Event description:
Notice several issues with my ultracrits devices from (B)(4) located in (B)(4); 3 of my devices powered up and were given errors on power up. The others would not test my blood sample at all. When I contacted the sales rep who sold us the devices, I was told that the people building my device had no idea of what they were doing and had not been properly trained on how to assemble and repair the device. These devices are critical to our day to day operations, and when these devices stop working or don't work, coming out the box then there is a serious issue with the way these devices are being manufactured.